Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: the cardinal health non-conductive suction tubing clogs a lot when patients are being suctioned, and they tend to collapse. I do not have the lot number for the product and am awaiting additional information from the customer. I do not know if there was an impact to a patient.

Manufacturer narrative:
A review of the device history record could not be conducted because the lot number was not provided. No physical sample was returned for evaluation. In accordance with established procedures, all finished products undergo functional inspection and ¿tubing collapse¿ testing prior to release. Based on the available information, a definitive root cause could not be identified and as such a corrective action taken. Monitoring and trending for the reported issue will continue fy2026.